Event description:
It was indicated to conmed executives while visiting m.d. At facility, that it is possible there was another incident. The risk manager specialist at the hospital is in the process of investigating this and will relate her finding to conmed electro-surgery as soon as possible.